Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in b1(is product problem); d3( manufacturer fax); e4 b1: ticked to capture malfunction problem upon review, it was identified that the information was inadvertently not submitted in the initial report. The root cause of the positioning issue was determined to be an unintentional use error as the pump was pulled out of the ventricle by the patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella cp was inserted in a 55 year old male patient presenting ami/cgs. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai shock stage d. The device was inserted without noted incident. While on support the device functioned as expected p-8 3.4l/min. It was noted that the patient inadvertently pulled the pump out of the ventricle. The physician attempted to reposition the device with no success, so the decision was made to replace the pump. The patient had no noted clinical changes during the event. The physician stated that this was not device related.

Manufacturer narrative:
D4 catalog number and d4 serial number were updated, corrected accordingly.